Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp shutdown. The iabp was operated on battery while transporting a patient by ground. While transitioning the patient to the aircraft, one of the unit batteries was removed to insert the transport power supply. Unfortunately, the battery that was removed was the fully charged battery. With the battery in slot 2 being depleted, the system shut down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue in the power activity logs that the unit shut down due to all power sources being removed. The fse was able to verify proper unit operation, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.